Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2016: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of bard flat mesh, patient was diagnosed with wound infection, hernia recurrence, obstruction, hematoma, seroma and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device lists infection, hernia recurrence, seroma, hematoma and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. (B)(6) 2016: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿identified the hernia sac and extensive lysis of intra-abdominal adhesions. A bard flat mesh was tacked in an overlay type fashion.¿ (B)(6) 2015 - patient had abdominal pain at the hernia site which is below the umbilicus and had partial small bowel obstruction. (B)(6) 2016 - patient was diagnosed with recurrent ventral incisional hernia with incarcerated omentum and small bowel thereby underwent repair with mesh. (Note: no op notes were provided and the mesh implanted during this procedure was unknown) (B)(6) 2016 - patient was diagnosed with wound infection thereby underwent repair for abdominal wound with irrigation and packing of wound. Per operative notes, ¿the wound was then evacuated of all subcutaneous debris down to the level of the fascia overlying the mesh, the mesh was exposed over the fascia. The wound was then irrigated out and was removed.¿ (B)(6) 2016 - patient admitted hospital with wound drainage. (B)(6) 2016 - patient visited hospital for open ventral wound of the abdomen. Attorney alleges that the patient had abscess, adhesions, infection, nerve damage, pain, hernia recurrence and emotional injuries.